Manufacturer narrative:
Batch review performed on 30-dec-2024: lot 2338631: (B)(4) items manufactured and released on 17-oct-2023. Expiration date: 2028-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event and revised: batch review performed on 30-dec-2024: liner: mpact 01.32.3644hcat hooded pe hc liner ø36/e lot 2308597: (B)(4) items manufactured and released on 26-may-2023. Expiration date: 2028-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 30-dec-2024: cup: mpact 3d metal 01.38.052dh acetabular shell ø52 two-hole lot. 2335545: (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 2028-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue

Event description:
At about 8 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the cup, liner and head. The surgery was completed successfully.